Event description:
Additional information was received which reported that the patient's whole system was explanted and the patient was currently recovering at home.

Manufacturer narrative:
B2: corrected. "Other" does not apply. Section d information references the main component of the system, other applicable components are: product ID 3708660 lot# serial# (B)(6) implanted: asku explanted: asku product type extension product ID neu_unknown_lead lot# serial# unknown implanted: asku explanted: asku product type lead product ID neu_unknown_lead lot# serial# unknown implanted: asku explanted: asku product type lead product ID 3708660 lot# serial# (B)(6) implanted: asku explanted: asku product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708660; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: extension; product ID: neu_unknown_lead; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; product ID: 3708660; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: extension; product ID: neu_unknown_lead; implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu _unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient returned to the hospital for a review on september 14th and found that the extension wire was infected. The infection was in the chest and head extension wire. The hospital is currently doing preliminary infection treatment.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID neu_unknown_ext lot# serial# (B)(6) product type extension product ID neu_unknown_lead lot# serial# unknown product type lead product ID 3708660 lot# serial# (B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the actions taken to resolve the infection was the hospital was doing preliminary infection treatment. It was unknow if the devices had been explanted. It was unknown when the infection was first observed. It was also unknow if the infection had resolved.